Event description:
Caller reported a cartridge alarm 20 with multiple occurrences but could not recall prior dates, confirmed by the pump history on 11/23/25 and 11/24/25. There was no adverse impact to the customer's blood glucose level. The customer reloaded the same cartridge to resolve the issue and resumed insulin therapy. Technical support provided education on the cartridge load process, and the customer confirmed following the correct steps, except for using cold insulin. The issue was resolved after instructions were reviewed, and the customer was able to successfully load a cartridge and continue insulin therapy.